Manufacturer narrative:
Eua #(B)(4). Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The results were not reported and there was no patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that customer is claiming 1 false positive results. ¿what confirmatory testing was performed that determined the results were erroneous? Pcr ¿were any erroneous results reported to the doctors? No if yes, were any patients treated based on erroneous results? N/a if yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a.